Event description:
It was reported that the right ventricular (rv) lead, connected to this implantable cardioverter defibrillator (ICD), has had 3 pace impedance measurements that were greater than 3000 ohms. The field representative could not reproduce any high impedance readings and the chest x-ray showed no evidence of a fracture. Technical services discussed that this is likely to be an interaction between the lead from the other manufacturer and the spring contact, of the ICD. The field representative was going to discuss this with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.